Manufacturer narrative:
The reported event was confirmed, as manufacturing related since the packaging was done by the manufacturer. Visual evaluation of the returned sample noted five clean cath intermittent catheters within original packaging. The catheters were all noted to be packaged with the tips pointing away from the chevron end. A catheter without the tip in the chevron seal is out of specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use"

Event description:
It was reported that the catheter was packaged upside down with the tip of the catheter at the top.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was packaged upside down with the tip of the catheter at the top.